Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Since the lot number information was not provided a device history record (DHR) review could not be performed. The physical sample was not returned for evaluation, however a video was provided by the customer. Visual evaluation of this video was performed and it revealed a permcath catheter inside the patient body. The clinician flushed the catheter with a syringe and blood leakage was observed from the bifurcate. The exact origin of the leakage could not be determined with this video. Without the sample, the origin of the leak could not be determined; however the leak was identified after the initial manipulation and initial flushing. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Do not use acetone, alcohol, or any solution containing alcohol on any part of the catheter. Exposure to these agents may cause catheter damage. Aqueous-based povidone is recommended. Based on the available evidence it can be concluded that the product was manufactured according to specifications, and a cause could not be related to manufacturing activities at this point. The most probable root cause could be due to excessive force, sharp objects, or inappropriate use of cleaning agents. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports leakage of blood during hemodialysis by the device connection between the bifurcate and extension tubes. It was necessary for a new procedure and the patient had a subcutaneous hematoma.